Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Based on information provided by the customer, it has been determined that this incident was already filed as an MDR by terumo bct. This report is a duplicate of MDR 1722028-2020-00051. No event occurred for this report, therefore, there is no further information to provide. Please see 1722028-2020-00051 for investigation of that event.